Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Baxter has been in communication with the customer in regard to the flow rate discrepancies in attempts to prevent further occurrences.

Event description:
It was reported that an unknown a spectrum pump was under infusing in the cardiovascular intensive care unit when delivering a blood product. The customer reported that the pumps were "stating they were 'completed' when in fact there was still volume left in the infusion bag. This has occurred with primary infusions as well as secondary infusions." The delivery rate is unknown, however the customer reported that when the pump alarmed infusion complete, displaying that 305-ml has been delivered, there was still a large amount of blood in the IV container. It was also reported that there was no patient injury.